Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking connector was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 4fr s/l groshong two-piece connector. The sample was received with the two segments unattached. The sample appeared free of obvious usage residues. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from beneath the white over-sleeve. Following disassembly of the proximal connector segment, inspection of the tubing revealed two longitudinally aligned splits within the region of tubing inlaid through the white over-sleeve. Microscopic inspection of the splits revealed sharply defined and glossy fracture surfaces. The split edges exhibited striated textures. The splits angled toward each other. Deformation and superficial scoring were observed between the two splits. The split characteristics appeared consistent with damage caused by contact with a traumatic instrument(s) or piece of equipment. The relative positions of the splits and deformation between the splits suggested that the tubing was grasped or squeezed between two traumatic surfaces. The location of the damaged region indicated that it occurred prior to or during device assembly. A lot history review (lhr) of reby0475 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the leak was found after connected with the PICC connector outside the patient. No other information was provided.